Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturing number: 1627487-2021-13635. It was reported that the patient ipg was flipping in the pocket. As a result, the patients lead fractured, which caused high impedance and ineffective stimulation. Surgical intervention was undertaken on (B)(6) 2021 wherein the ipg and lead were explanted and replaced. Effective therapy was restored post-op.

Manufacturer narrative:
A patient's ipg was flipping in the pocket was reported to abbott. It was determined the patients lead fractured, which caused high impedance and ineffective stimulation. As a result, the ipg and lead were explanted and replaced. Effective therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.